Manufacturer narrative:
The correct analysis results are now attached. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned data have been inspected. Upon inspection, the clinical observation was confirmed. Values of the shock impedance below 25 ohms were documented, with the shock path being rv to svc + ICD. The shock impedance values upon reprogramming to the path rv to ICD were normal. Based on the available data, the root cause of this observation was not determinable. However, a damage of the lead, most likely in the svc channel, cannot be excluded. There was no indication of an ICD malfunction. Should further relevant information or the lead itself become available for analysis, this investigation will be updated.

Event description:
Ous MDR - an alert via home monitoring was received for shock impedances out of range. The measured value was <25 ohms. The hospital will monitor the lead and patient.